Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the on site inspection, the medtronic representative reported that the x movement was not completed and hence, could not proceed to dock. Additionally, the system wouldn't calibrate. The medtronic representative replaced the sliders to correct the x movement/dock. Additionally, the rep replaced the battery tray 5 to correct the calibration issues. The system was then calibrated successfully. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system will not dock and that the x-stage movements were not fluid. No patient was present during the time of the reported incident.

Manufacturer narrative:
The igus bellows cover was returned to the manufacturer for analysis. Investigation was unable to confirm reported complaint,"unable to dock." Passed visual inspection. Igus bellows are straight, no defects found. No fault found.